Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections g2, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer (fse), and the customer¿s allegation could not be confirmed. Fse determined the endoscope contacts were the reason for the error; all contacts of the endoscopes were cleaned, and the device worked successfully. The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that a b30 error occurred while using evis exera iii video system center. The issue was found during preparation for use and there was no patient harm associated with the event.